Manufacturer narrative:
The reported events of lead noise, impedance variations and intermittent capture were confirmed. As received, a complete lead was returned with the helix extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths. Destructive analysis found inner insulation abrasion at the distal region. The cause of the reported events was due to inner insulation abrasion.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited intermittent capture, noise and unspecified impedance problem. The lead was explanted and replaced. The patient status was not provided.